Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, atrial tachycardia/atrial fibrillation episodes due to noise on the atrial lead was observed. Noise was reproducible in clinic. No intervention was performed. Patient was stable and will continue to be monitored.